Event description:
A falsely elevated high-sensitivity troponin I (tnih) patient sample result was obtained on an atellica im 1300 analyzer. The discordant result was not reported to the physician. The sample was repeated on the same instrument and an alternate atellica im 1300 analyzer. The repeat results were lower than the discordant result. The first repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant tnih result.

Manufacturer narrative:
An (B)(6) customer contacted a siemens customer care center (ccc) to report that a falsely elevated high sensitivity troponin I (tnih) patient sample result was obtained on an atellica im 1300 analyzer. Quality controls (qc) recovered within acceptable ranges on the day of the event. The customer indicated that they removed and inspected the tnih reagent pack. Upon inspection, the customer observed dried material on the clear film. There were no hardware errors at the time the sample was processed. A siemens customer service engineer (cse) was dispatched to the customer's site and performed service methods and an instrument autocheck. The cse also verified that all assays were performing as expected. The cause of the discordant tnih result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00201 on 13-jul-2022. Additional information (06-sep-2022): after the incident, the customer service engineer (cse) cleaned the system base pump and reviewed the system autocheck files and determined nothing specific that would have contributed to the discordant result. Siemens further investigated the issue and determined that there were no abnormalities when the sample was aspirated. No other sample was impacted by this event. Siemens concluded that sample integrity potentially contributed to the falsely elevated high sensitivity troponin I (tnih) result. The customer is unsure if the sample was allowed to clot long enough. The investigation findings codes in section h6 were updated based on the additional information. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.